Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation control unit was used in a hydrothermablation (hta) procedure performed on an unknown procedure date. According to the complainant, the genesys hydrothermablation control unit had completely "froze up" on at least two occasions. There were apparently no error messages displayed. The first incident occurred during cool down. The second incident occurred during system initialization. There were no patient complications as a result of this event. The current condition of the patient is currently unknown as attempts to obtain additional information regarding the event were unsuccessful.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation control unit was used in a hydrothermablation (hta) procedure performed on an unknown procedure date. According to the complainant, the genesys hydrothermablation control unit had completely "froze up" on at least two occasions. There were apparently no error messages displayed. The first incident occurred during cool down. The second incident occurred during system initialization. There were no patient complications as a result of this event. The current condition of the patient is currently unknown as attempts to obtain additional information regarding the event were unsuccessful.

Manufacturer narrative:
The returned unit failed the genesys hta functional feature test. A windows "blue screen" error "page fault" was observed, and no audible tone was heard. Additional testing was performed during the complaint investigation for this unit. The unit was powered up and left on for several hours; no error messages were observed. Although the reported problem was not duplicated under test conditions, related failures occurred during the functional testing of the unit. Both the reported problem and the observed problems are related errors pertaining to the internal logic board in the front enclosure assembly. Therefore, the reported problem was confirmed, and the probable root cause of the failures is a defective logic board in the front enclosure assembly.